Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl. The patient experienced bleeding at the infusion site (leg) while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. That the soft cannula was found to be stretched. A tear was found in the exposed portion of the soft cannula and fluid was observed leaking. The leak did not contribute towards the reported symptom code.